Event description:
A customer reported that the pump button was not working, indicating a technical issue with the device. There was no adverse impact to the customer's blood glucose level reported. To resolve the issue, technical support replaced the pump and advised the customer to return the faulty pump within 10 days using a pre-paid label. The customer confirmed understanding of the necessary actions and agreed to use a backup insulin pump to ensure continuity of insulin delivery.